Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the battery charger would not power on. Upon evaluation, the power unit's connector pins were not seated properly. The cause of the damaged connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged power unit connector. The patient received a replacement battery charger.

Event description:
A (B)(6) female patient's son contacted zoll customer support to report that the patient's battery charger power connector plug could not stay plugged in and the battery charger would not charge a battery pack. The patient was issued a replacement battery charger.